Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt had a sharp pain around the device on the right side and some pain on the left side. The pain went into the pt's legs and arms. About a week later, the pt saw her dr about this event. About a month later, the pt had a shocking or jolting sensation after going through a security system at a "small" store that had no security officers available for a pat down or wand search. The device was turned on while going through the security sys. The pt's nerves went numb for approx 10 minutes, then the pt got normal sensation back for approx 5 minutes, and then her nerves went numb for another 15 minutes. The pt has had problems with pain going down right side of her body and down into her legs. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.